Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No pump error alarms noted in the format history file. The power management graph was in specification. No unexpected low battery alerts noted in the format history file. Multiple unexpected replace battery alerts noted in the format history file due to connector resistance issue. Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the pump functioned properly during testing as shown in the power management graph. The pump was received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, faded serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power error detected alarm on the insulin pump. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The alarm was cleared. However, it was noted that the customer called back to report that they had a second power error detected alarm. The alarm recurred within 4 hours of troubleshooting the previous occurrence. The insulin pump was returned for analysis.

Manufacturer narrative:
Low battery alerts are more than 15 days apart! Device not received stuck in manufacturing mode. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No power error alarms noted in the format history file. The power management graph was in specification. No unexpected low battery alerts noted in the format history file. Multiple unexpected replace battery alerts noted in the format history file due to connector resistance issue. Connector for j6 on electrical board was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Device received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, faded serial number label and peeling end cap address label.

Manufacturer narrative:
The initial report had the wrong aware date. The correct aware date is (B)(4) 2017.